Manufacturer narrative:
Updated blocks: d4, h3, h5 & h6. The field service representative (fsr) verified that the central control monitor (ccm) displayed a 'boot disk failure' message. The fsr replaced the coin cell battery. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) would not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.